Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing due to noise, with no conclusive evidence of a specific cause. Please see the complaint for more information regarding the specific circumstances of this event.

Event description:
It was reported that the system stored an untreated episode due to oversensing of noise. There were some wandering baselines on the electrograms. Technical services reviewed and discussed some testing and programming options. The noise could be reproduced during office testing. The doctor may have an xray done to get more information. There were no adverse patient effects. The system remains implanted.